Event description:
It was reported that during the implant procedure, due to patient¿s vessel condition, the lead dislodged while slitting the sheath. After multiple attempts, the lead could not be fixed well. Finally the physician replaced with another lead to implant successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.